Manufacturer narrative:
Vegetations. Additional manufacturer narrative: endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Patients who have had an episode of endocarditis before valve replacement surgery have an increased risk of infection of the prosthetic material as the original infection may not have been adequately treated. In this case, the operative report documents the patient having a history of both tricuspid valve endocarditis and intravenous drug abuse (ivda) prior to implantation of this valve in 2011. He also continued his ivda post-implantation of this device. Although the root cause of this event cannot be conclusively determined without the sample device, it appears that this event was likely due to patient and procedural related factors. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years due to recurrent tricuspid valve endocarditis, secondary to intravenous drug abuse (ivda). Per the operative report, patient has a history ivda and previous tricuspid valve endocarditis. Subsequent to his tricuspid valve replacement in 2011, he continued use of intravenous drugs and represented with endocarditis. He declined surgery at the time but presented again with staphylococcus aureus endocarditis and also had positive blood cultures for klebsiella pneumoniae. Echocardiogram showed a small vegetation on the tricuspid valve and mild to moderate tricuspid regurgitation. Operative findings: transesophageal echocardiogram (tee) showed an ejection fraction of approximately 50%. There was moderately severe tricuspid regurgitation. During explantation, the pericardial tricuspid valve had fibrinous vegetation on the edges of the leaflets. The device was replaced with another edwards bioprosthetic valve. Tee showed a well functioning valve with no evidence of perivalvular leak. Patient tolerated the procedure well without any complications.